Manufacturer narrative:
The complaint is under investigation.

Event description:
It has been reported that during vitrectomy procedure, it was noticed that the air pressure was not increasing or decreasing. The user was able to complete the surgery as scheduled by switching to gravity mode. However, due to this event the surgery was prolonged with more than 30 minutes. No report that actual patient harm occurred.

Event description:
It has been reported that during vitrectomy procedure, it was noticed that the air pressure was not increasing or decreasing. The user was able to complete the surgery as scheduled by switching to gravity mode. However, due to this event the surgery was prolonged with more than 30 minutes. No report that actual patient harm occurred.

Manufacturer narrative:
With regard to this event an eva vfie module was returned for investigation. Visual inspection of the module revealed a lot of fluid damage on the outside of the module. Oxidation and stains that look like dried up bss were found on the bottom of the module and on the air scissors and vgpc sensor connector on the front side of the module. Further inspection also revealed fluid damage on the inside of the module. Due to fluid damage on the pcb inside the module, the sensor on the pcb was damaged. This was detected by the eva surgical system which triggered an error message on the screen indicating: "air fluid exchange is defective. Air -fluid exchange and vgpc are not available" it was concluded that the fluid, probably bss, entered the module via the vgpc connector due an unintended use error. Please refer to the eva instruction manual section 7.1.5 "connecting tubing and instruments" for instructions regarding the connecting the tubing and instruments. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Manufacturer narrative:
The device has not been returned/ accessible for investigation yet. The investigation will be continued when the device is available for examination.

Event description:
It has been reported that during vitrectomy procedure, it was noticed that the air pressure was not increasing or decreasing. The user was able to complete the surgery as scheduled by switching to gravity mode. However, due to this event the surgery was prolonged with more than 30 minutes. No report that actual patient harm occurred.